Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone primary breast augmentation with a (right) 400cc mentor memorygel breast implant and a (left) 375cc mentor memorygel breast implant, suffered several unexplained systemic symptoms, including heart palpitations, cannot catch breath, cannot sleep at night, anxiety attack per hospital visit, high troponin levels, irregular heart beats that causes pain in their left should and arm, and high blood pressure. In addition, there is also possible leak and difference in feel on the right breast. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.